Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentrations/doses via an implantable pump for spinal pain. It was reported by the patient that he was currently at the hospital. He had been there for 5 days and they believed the pump had failed. Patient stated the pump was not alarming and the personal therapy manager (ptm) was showing that the bolus was delivered but the patient's body was telling him it was not delivered because he was not getting any pain relief. Patient stated that on friday his legs were running from the waist down and it felt like he was going through withdrawals. Patient clarified his legs would not settle down. Patient was getting pain medicine "pain meds" sporadically and was in a lot of pain. Patient stated they were given dilaudid and that stopped their legs from running and he was getting pain relief until they stop giving him the dilaudid then it all came back. Patient stated "it's like restless leg syndrome that is constant like your legs want to run a marathon but your upper half wants to sleep". Additional information was received from the patient stating he did not know how he could be getting morphine from the pump and getting dilaudid while at the hospital and now taking oral percocet and still feeling like he was going through withdrawals or maybe getting too much medication. Patient stated the doctor's at the hospital think the pump was not working or that the catheter was kinked or something. Patient asked what could they do to check on the pump/catheter. Patient stated his next fill was in july. Troubleshooting was not required. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.